Event description:
The facility reported an infusion pump that turns on and off. This report was noted during biomedical testing. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info or pump programming.